Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer had a fluid leak. Customer reported that the leak appeared to be coming from the back of the rocker bed. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found vacuum chamber vc11 was cracked. The fse replaced vacuum chamber vc 11.

Manufacturer narrative:
Evaluation: vacuum chamber. (B)(4).